Event description:
While trying to load a 30mm reloadable linear stapler with a compatible 30mm white load, the pin in the stapler fell out multiple times, not keeping in place to utilize the stapler.